Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected lost power messages, change battery messages or low battery alerts noted during testing. Multiple replace battery now alarms while monitoring due to connector resistance issue. Pump error 25 alarms while monitoring and pump error 25 alarms were triggered when the lithium backup battery was less than 3.50 volts for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector on the printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and slightly peeling end cap address label.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer parent reported via phone call the insulin pump had power loss alarms. Customer blood glucose reading was 343 mg/do. Troubleshoot was not completed. Customer parent was calling back after removing the battery for an hour. Customer parent was advised to insert alkaline and fully charged battery. Customer parent was advised if the battery was out for long time, power loss alarm will occur. Customer called back to complete the troubleshoot. Customer parent stated the battery cap was not loose, cracked or damaged customer parent also reported replace battery now in less than 10 hours after low battery warning. Customer parent states that the insulin pump has been exposed to water. Customer declined troubleshooting and did manual injection treatment. Insulin pump will be returning for analysis.